Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown every time they unplug the unit from the wall plug. The pt was switched to another unit and therapy was continued.

Manufacturer narrative:
The (B)(4) specialist called the service rep for the area and requested a visit to the customer. The service rep will provide a loaner. The company service rep observed no battery operation. She found that the battery pack was not seated properly and fixed it. The unit was tested to factory spec. It functions normally and was returned to use.